Event description:
It was reported by service report that the nurse call was not working. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result code: dip switch settings had to be corrected.